Manufacturer narrative:
The thermogard xp ivtm system was serviced at customer site. The reported complaint of system error message was confirmed. The air filter was cleaned and the lm34 cable was reset. Following service, the system passed all testing criteria. Historical complaints were reviewed for similar complaint and there was no previous history of complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
The thermogard xp ivtm system displayed system error message during setup. Another system was used to continue treatment. No known impact or consequence to patient. Date of event is unknown.